Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port implantation, subcutaneous leakage allegedly occurred during infusion of saline. It was further reported that the catheter was allegedly damaged upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and leak and the identified deformation due to compressive stress and naturally worn, as a complete circumferential break was noted approximately 4.9 cm from the distal end of the cath-lock. The distal catheter segment measured approximately 12 cm in length. Circumferential splits were noted approximately 2.3 cm, 7.7 cm and 7.9 cm from the proximal end of the distal catheter segment. Both edges of break were jagged and rounded. The surface of both segments were granular and smooth. The splits on the distal segment edges were jagged. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port implantation, subcutaneous leakage allegedly occurred. It was further reported that the catheter was allegedly damaged upon removal. There was no reported patient injury.